Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient stated that the plunger of the insulin cartridge became stuck on the piston rod. He stated that insulin leaked into the cartridge compartment of the infusion device and he was able to dry it out. The pt was instructed on how to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.